Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported " implant rupture" confirmed via ultrasound. Device remains implanted. This relates to the right side.

Event description:
Device has been explanted and replaced.

Event description:
Patient representative additionally reported right side patient experienced "refusal to have sexual relations, insomnia, headache" not device related.

Manufacturer narrative:
Clarification to h.6: disregard investigation findings code 1: c0601 as the device was not received. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.